Event description:
The facility reported an infusion pump with a failure code 403. It was not specified if this failure occurred while infusing on a patient. No pt injury associated with this report or have there been any incident reports filed since the last baxter service event.